Event description:
Patient with g2 inferior vena cava (ivc) filter placed approximately 17 months ago came in for removal. A limb was found to be broken off from the device. The family is in possession of the device and not willing to release it to this hospital.